Manufacturer narrative:
It is unknown if the device sample is available for evaluation. A device history record (DHR) review could not be performed as the lot number provided is not a valid lot number. The complaint can not be confirmed since the sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported via medwatch. The endotracheal tube balloon will not inflate or deflate. No report of pt injury.